Event description:
Removed as the catheter developed a small leak just below the junction of the venous and arterial branches. Catheter in place since 2002.

Manufacturer narrative:
The product has not been returned to the manufacture at this time but is expected to be returned. A complaint history review showed no other similar complaints.